Event description:
Taking skin graft from the left thigh with dermatome zimmer calibrated at 16. One pass made and md said it skipped. Dermatome removed from field. Dermatome zimmer calibrated to 16. It put a 5mm gouge in pt's left thigh on first pass. Then the same dermatome was calibrated down to 10 and used for the remaining of procedure.